Event description:
It was reported by the customer that the pyxis medstation es system remote manager failing repeatedly, users are able to recover but it fails again immediately. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager failing repeatedly due to latch failure. A field service engineer identified damaged latch and hasp, and subsequently replaced the affected components to resolve the issue. The system was functional as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager was failing repeatedly due to latch failure. A field service engineer identified the damaged latch and hasp and subsequently replaced the affected components to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the remote manager attached to the pyxis medstation es system failed repeatedly. Users were able to recover it, but the remote manager would fail again immediately. There were no adverse events, injuries, or delays reported based on this event.